Event description:
The physician intended to use an endeavor resolute drug eluting stent. The target lesion was in the lad and had 90% stenosis, was calcified and the vessel was tortuous. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. The lesion was pre-dilated, but the device could not pass the lesion due to tortuosity. There were no patient complications reported. The device was returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: the stent was positioned between the marker bands as per specifications. The 7th proximal stent segment was raised. A number of other segments were slightly raised and misaligned. The distal tip was damaged. "Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had 90% stenosis, was calcified and the vessel was tortuous). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had 90% stenosis, was calcified and the vessel was tortuous). (B)(4).